Manufacturer narrative:
Continuation of d10: product ID: pscc100 (lot: 0013231591); product type: 0609-catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the catheter connection was not good. Noise was observed on the catheter signal. The catheter was reinserted and reconnected without resolution. Upon visual inspection of the catheter connector, a substance observed at the connection site. The catheter was replaced. Noise was again observed and the problem did not improve despite reconnection attempts. The catheter was replaced with a different lot which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.